Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the partners 3 clinical trial, 2 years and 9 months post implant of a 26mm sapien 3 valve in the aortic position, via the transfemoral approach, an mi occurred, and the patient was hospitalized for congestive heart failure (chf). The lv measured 30% to 35% and the distal anterolateral wall are severely hypokinetic to akinetic. Echo indicated the ava measure 0.89cm2 with a mean gradient of 24.1 mmhg. No further information regarding the event is available at this time.

Manufacturer narrative:
Correction: section f10: device code. Additional information: section b7: relevant history; section f10: patient code; section h6: evaluation codes; section h10: narrative text. Medical record review revealed following an st-elevation mi (stemi) requiring pci to the lad and rca, the patient reported shortness of breath and congestive heart failure (chf) symptoms. The patient had a significant increase in troponins, but no change in the EKG or symptoms of chest pain. Chest x-rays indicated fluid overload and the patient was aggressively diuresed. The patient reported feeling better after 24 hours of diuresis. The reported symptoms appeared to be related to the stemi chf. The implanted valve was reported to be well seated and functioning normally. Congestive heart failure issues were discussed. The patient was discharged to home with instruction to resume all previous medications and notify his physician of any chest discomfort. No further actions were taken. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (cad, occluded lad and rca) likely contributed to the reported mi and subsequent chf. The implanted sapien 3 valve was reported to be well seated and functioning normally. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.